Event description:
It is reported that a patient with bladder cancer history had an anaphylaxis reaction at home after a procedure using a scope that was disinfected with cidex opa. The patient's condition is unknown as he/she was taken to another hospital. The facility advised that they were not rinsing their scopes three times per the instructions for use. They have corrected their practice. The customer was advised that cidex opa labeling includes contraindication for use of cidex opa on bladder cancer patients. Additional information received will be sumitted on a supplemental report.

Manufacturer narrative:
The IFU contraindications states "cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies".

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. The DHR (device history review) for cidex opa was unable to be reviewed as the lot number was not provided. Trending analysis for hrp-anaphylactic reaction issues associated to the cidex opa was reviewed and the overall trend has been below the upper control limit and did not constitute a significant trend. The fmea (failure mode effects analysis) score indicates a score above 100. The shuma (system hazard use misuse analysis) adjusted risk was considered "as low as reasonably practicable" (alarp). The hhe (health hazard evaluation) was performed with a recommendation to open a CAPA. The CAPA was raised to thoroughly investigate complaints of patient allergic reaction associated with the use of instruments disinfected in cidex opa solution. There was no product returned for investigation of the report of anaphylactic reaction. It was reported that an asp representative reviewed the contraindications of using cidex opa processed instruments on bladder cancer patients and the importance of three separate immersion rinses after soaking devices in cidex opa . The customer stated they will be migrating from manual cleaning to using sterrad and evotech.